Event description:
It was reported the pt experienced a power on reset after implant. Additional info has been requested and will be made available as follow up as it becomes available.

Manufacturer narrative:
(B)(4).